Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 319 mg/dl (mobile with strip lot 278212) and 76 mg/dl (aviva combo with unspecified strip lot). A 216 mg/dl (mobile with strip lot 278212) and 69 mg/dl (aviva combo with unspecified strip lot). A 236 mg/dl (mobile with strip lot 278212) and 33 mg/dl (aviva combo with unspecified strip lot). A 224 mg/dl (mobile with strip lot 278212) and 39 mg/dl (aviva combo with unspecified strip lot). Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for strip lot 278212. Reference medwatch with (B)(6) for the unspecified strip lot.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for strip lot 278212. (B)(4). Unable to test because an empty vial was returned.